Event description:
Pt on stand frame, the product malfunction and will not return in the seated position. Required telephone call to MFR for instructions that are not in the owner's manual. That was on (B)(6) 2011. On (B)(6) 2011, pt on stand frame and again there is a malfunction of the stand frame. Stand frame will not return to seated position. Prior verbal instructions given the day before not working. Pt had to be released while in upright position as immediate action required for her well being. Pt dragged along floor and away from stand frame. Waited for assistance to arrive to the home to place pt back into a wheelchair. Pt sustained visual scapes to her legs. Potential serious injury possible. Diagnosis or reason for use: assist in the prevention of drop foot.